Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was damaged at the transparent reservoir ring. The transparent ring broke off and the reservoir keeps falling out. The customer was advised to have a backup in the form of insulin pen. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, cracked select button keypad overlay and stained keypad overlay. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.